Event description:
Infection was reported and the system extracted. Additional information was received reporting endocarditis and that following the system extraction, the patient developed a large pocket hematoma which required an evacuation. The drain was removed and the event reported as resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however distal conductor stretched, outer tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay breached cut, helix distorted/bent, lead stretched, apparent explant damage noted, and blood noted on outer tubing overlay, distal conductor (not obstructed), and helix mechanism; full lead in segments returned and analyzed. (B)(4) no anomalies found, however there was outer insulation cosmetic depression and blood on helix mechanism; full lead returned and analyzed. (B)(4) no anomalies found, however proximal conductor distorted, outer insulation breached cut, outer insulation cosmetic depression, apparent explant damage noted, and blood noted on helix mechanism; full lead returned and analyzed.